Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the male luer adapter of a clearlink system continu-flo solution set broke off. This occurred during a heparin infusion running through a peripheral IV (piv) in the right forearm. The infusion was paused and attempted to disconnect the heparin line from the piv. With minimal force applied to twist the components apart, the ¿neck¿ (male luer adapter) portion of the line broke off and remained inside the IV hub. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction to f10/h6: medical device problem codes (add code). Additional information: d9, h3, h6(update codes), and h11. H11: the actual device and two (02) photos of the sample were received for evaluation. Visual inspection of the returned sample and photos showed that the two piece luer lock was broken. Pressure and clear passage under water testing were performed on the sample; no leak was observed. The reported condition was verified as damaged component. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.